Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an infection. It was further reported that the entire system had been removed. On (B)(6) 2013, the stimulator had reached end of service. The physician planned to do a stage 1 to see if the patient could obtain better benefit. A new lead was implanted on the left side and tunnelled to the same side as the stimulator. The stimulator was left in place. However, due to the infection, the entire system was then removed. Additional information has been requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va05efn. Product type: lead: product ID 3093-28, lot# v44 9145, implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: lead. (B)(4).